Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on october 11, 2017 with blood glucose of 47 mg/dl at the time of the incident. The caller wanted to know if they should keep using the same set or change it out. The customer was wearing the insulin pump during the incident. No further details were provided. Troubleshooting was not completed as the customer will call back. The insulin pump will not be returned for analysis.